Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "pump settings and patient data lost" alarm. The pump was visually inspected and the reported "lost data" issue was able to be confirmed. Further investigation of the pump determined that corrupted software was the cause of issue. The software will be reinstalled to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump lost setting and patient data when power up. It was reported that there was no patient involvement.